Event description:
6 50 year old white gravida 0 female; status post bilateral subglandular inframammary 270cc dow corning gels placed for augmentation in 1975. Due to encapsulation, she had bilateral replacement with per pt same size/type implants in 1978 (no records). She had a closed capsulotomy within the first year, but otherwise no history of trauma. She reports that this set has gotten firmer in recent years, right > left, and painful with right deep itch. In addition, they are distorted in shape. Pt also complains of: arthralgias (positive am stiffness)/myalgias, dysesthesias/paresthesias, spasms, swelling, fatigue, sleep disturbances, hot flashes/sweats, temporo-mandibular joint dysfunction, visual changes, dizziness, memory loss, sicca, hair loss, rashes, sensitivity to sun/cold/chemicals, shortness of breath, costochondritis, increased cholesterol, weight fluctuation, gastrointestinal/genitourinary disturbances, easy bruising.